Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the photos. Analysis of the sample showed that the subassembly detached from the bd extension tube. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. The reported issue of separation other component was confirmed upon inspection of the samples. Analysis of the sample showed that the subassembly is detached from the bd extension tube. Bd determined that the cause of the failure was assembly process related. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
I found the product broken on a patient. It was connected to a cvk, and when I was about to test it, the tube was disconnected and fluid sprayed out from where the tube should have been intact. It was still attached at that moment, but fell apart when I removed the tube from the cvk.